Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2020 regarding a patient receiving compounded baclofen (1750mcg/ml at 500mcg/day) via an implanted infusion pump. The patient was also receiving 20mg of baclofen 4 times per day. It was reported that the patient came in for a routine baclofen refill. According to the readout, it said they were supposed to get 3ml and the hcp aspirated approximately 30ml. The patient came back for a catheter dye study. The hcp was unable to get any cerebrospinal fluid (csf) from the catheter access port (cap). The needle was extracted and the pump was programmed to the lowest dose, and the patient was to be scheduled for a catheter revision. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was unresolved at the time of report and surgery had not yet been scheduled. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the catheter revision is on hold until further notice due to covid-19. They were unsure if the device would be returned. The information was confirmed with the physician. No further complications were reported.